Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years, was explanted due to stenosis secondary to pannus overgrowth. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4): method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the inflow and outflow. Glistening off-white pannus lined the sewing ring on the inflow extending along the tissue and base stitching, into all inferior coaptive areas and 1 to 5 mm onto all cusps reducing the inflow orifice area. Pannus remained attached to the sewing ring on the outflow extending to the outflow rail adjacent to the right cusp, to the backs of the right non-coronary and non-coronary left stent posts, over to the top of the right non-coronary commissure and encapsulated the non-coronary left commissure, contributing to restricted leaflet movement. Tan thrombotic host tissue filled and stiffened the left and right cusps on the outflow. Tan thrombotic host tissue partially filled and stiffened the non-coronary cusp on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.